Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. The product was used for therapeutic treatment. The patient underwent a robotic-assisted laparoscopic transabdominal inguinal hernia repair with mesh approximately thirteen (13) months after the initial surgery. The patient had revision surgery 2 years and 2 months post-surgery. The patient complained of left groin pain and feeling a ¿ball¿ of mesh under the skin when bent over. During that time the patient underwent a left groin exploration with removal of mesh on (B)(6) 2017. The patient experienced chronic pain, and meshoma.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a left inguinal hernia. It was reported that after the implant, the patient experienced nerve damage, chronic pain, and meshoma. Post-operative patient treatment included revision surgery.